Event description:
It was reported that the lens was intraoperatively removed from the patient's left eye due to broken haptic noted during insertion. The incision was enlarged to remove the lens. A back-up lens was successfully implanted. The patient's prognosis was reported as fine. Please reference MDR # 2031924-2013-00040 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but has not returned to bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.